Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported by d. (B)(6), a ps engineer, that a patient with stanmore - extending distal femoral replacement in-situ (bme 13475) is experiencing knee pain with hyper-extension of the knee. No trauma was reported. X-ray show what surgeons believe to be a fracture of the tibial stem under the base plate and requires new replacement. Reported that femoral components have stable fixation.